Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a blood leak. No patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: device available for eval? Yes. Returned to manufacturer on 29-feb-24. Device return to manuf .? Yes. Device eval by manufacturer? Yes. Investigation exec summary: material #: 367326. Lot/batch #: 3104074. Bd received three (3) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. All three samples failed testing. One of the samples the tubing appeared slice with blood leakage through the cut. Another of the samples had blood leakage on the sleeve. The last sample had blood leakage around the luer of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.1 required field in the next state medical device type: fpa, jka. E.1 initial reporter facility name: (B)(6) hospital. G.5 PMA / 510(k)#k030573, k220212. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a blood leak. No patient impact.